Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 32 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed (B)(4) units of this batch. There are no units in our stock. We have received 32 closed samples and one open and used sample with the thread broken near the needle attachment (2 mm approx. Under the needle attachment). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements: 0.68 kgf in average and 0.65 kgf in minimum (requirements: 0.31 kgf in average and 0.10 kgf in minimum). We have also tested the needle attachment of the closed samples received and the results fulfil the requirements: 0.51 kgf in average and 0.26 kgf in minimum (requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: although the results of the closed samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.